Event description:
It was reported that on the nineteenth day of use with another device referred to as "trakcare", a "slip-joint" was detached. It was reported that the patient was reintubated.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.